Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramping") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), dysmenorrhoea ("severe menstruation pain"), menometrorrhagia ("irregular and prolonged menstruation"), menorrhagia ("heavy and abnormal menstruation"), abdominal distension ("bloating") and migraine ("severe migraines"). The patient was treated with surgery (in or around (B)(6) 2015, underwent hysterectomy to remove the essure device.). Essure (ess205) was removed. At the time of the report, the abdominal pain lower, dyspareunia, dysmenorrhoea, menometrorrhagia, menorrhagia, abdominal distension and migraine outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, dysmenorrhoea, dyspareunia, menometrorrhagia, menorrhagia and migraine to be related to essure (ess205). The reporter commented: patient had no history of migraine prior to undergoing the implantation of essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramping"), abdominal pain ("abdominal pain (cramping)"), pelvic pain ("pain") and genital haemorrhage ("severe bleeding") in a 38-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included breast cancer (mastectomy). Concurrent conditions included dizziness and drug allergy. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2011, the patient experienced menstruation irregular ("irregular period"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant and intervention required), dyspareunia ("painful intercourse"), dysmenorrhoea ("severe menstruation pain"), menometrorrhagia ("irregular and prolonged menstruation"), menorrhagia ("heavy and abnormal menstruation"), abdominal distension ("bloating"), migraine ("severe migraines"), vaginal haemorrhage ("vaginal bleeding"), uterine enlargement ("enlarged uterus"), arthralgia ("joint pain") and back pain ("lower back pain"). In or around (B)(6) 2015, she underwent hysterectomy to remove the essure device. She also underwent blood transfusion. At the time of the report, the abdominal pain lower, abdominal pain, pelvic pain, genital haemorrhage, dyspareunia, dysmenorrhoea, menometrorrhagia, menorrhagia, abdominal distension, migraine, vaginal haemorrhage, uterine enlargement, arthralgia and back pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, arthralgia, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, menometrorrhagia, menorrhagia, menstruation irregular, migraine, pelvic pain, uterine enlargement and vaginal haemorrhage to be related to essure (ess205). The reporter commented: patient had no history of migraine prior to undergoing the implantation of essure. Concerning the injuries reported in this case the following one/ones were described in patients /medical record:vaginal bleeding, pain, severe abdominal pain. Most recent follow-up information incorporated above includes: on 27-jun-2018: reporter information was added. Pfs received. Concomitant medication added. Following event:vaginal bleeding, enlarged uterus, joint pain, lower back pain. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.